Event description:
Information received via medwatch. Complaint was reported as: balloon on the endotracheal tube fails to inflate/deflate properly. No report of pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A device history record (DHR) review was conducted on lot# 01e1200529. The DHR investigation did not show issues related to the complaint. The complaint cannot be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.